Event description:
A malfunction was reported by the customer, described by the malfunction code "malf 9." There was no reported impact on the customer¿s blood glucose level. The customer did not experience the malfunction code again after performing a pump reset.